Event description:
It was reported that multiple cartridge alarms occurred during the basal and load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. It was also reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was also reported that a malfunction alarm occurred. The pump was reset to resolve the issue. Customer¿s blood glucose was 330 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.